Event description:
It was reported that during the first followup post device change and the clinician noted atrial pacing (ap) followed by high atrial rate later and ventricular conduction after that. Sensing was appropriate, the clinician just could not explain why it was pacing when it was. Caller did atrial pacing thresholds and noted no atrial capture at high outputs. Patient did note feeling heart rate speed up a couple times. The device was reprogrammed. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: ddbb1d1, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013. (B)(4).